Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a laparoscopic procedure, the insufflator exhibited abnormally high or low inflation pressure and failed to automatically inflate or deflate gas according to the set pressure. Due to inaccurate inflation pressure, a backup device was used as a replacement, and the surgery was completed successfully. No negative impact in state of health reported.